Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The current proximal neck length measures 22.4 mm to 29.3 mm in diameter along a 23.5 mm length. It was reported that during a follow up, approximately ten years and four months post index procedure, the patient was discovered to have a proximal type I endoleak and that the aneurx stent graft had migrated. Per the physician, the cause of the event was due to dilation of the patient's proximal aortic neck. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported that an endurant aui was placed up to the left renal, which was the lowest renal, through the right limb of the previous aneurx graft. A type I endoleak was evident after the aui placement. Thirteen endoanchors were then placed around the aui focusing the last several along the posterior aspect of the aui where the endoleak seemed most prominent. An endoleak was still seen after the endoanchors were placed, so an 32x49 endurant cuff was implanted with the wire pulled back to help it gain territory up to the right renal without covering the left renal. Deployment was exactly where the physician wanted it; however, there still was a type I endoleak on the posterior side of the graft. Two more endoanchors were placed in the cuff along the posterior aspect and there still was a slight type I endoleak. The physician then placed a number of coils from another manufacturer in the channel behind and below the stent graft until the endoleak was very minimal. The physician stated that they thought that the aneurx that was against the anterior wall of the aorta was pulling the endurant off the posterior wall of the aorta and contributing to the endoleak. The physician also stated the patient is doing fine and will be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.